Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guidecath is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, the exact cause of the pericardial effusion cannot be confirmed; however, it was reported that it was probably caused by the guidewire when attempting to cross the heavy calcified native annulus with the delivery system. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A pericardial effusion was observed during the deployment of the 20mm sapien 3 valve in a transfemoral tavr procedure. Bav was performed without issues with the 16 x 4 balloon catheter included in the kit. The patient recovered well afterwards. Crossing the native aortic annulus with the commander delivery system/valve was challenging due to the annulus calcification. The aortic annulus area=297 mm² and there was heavy calcification on the right coronary cusp (rcc) and non-coronary cusp (ncc), and minimal calcification on the left coronary cusp (lcc). Also, the wire used (boston scientific super stiff wire) had a tendency to bias into the commissure of the ncc and rcc. Just as they were deploying the s3 valve, the blood pressure started falling and echo showed an effusion, probably due to a left ventricle perforation caused by the guidewire when attempting to cross the native annulus with the delivery system. They tapped it and 800cc of blood were removed. They reversed the heparin with protamine and various amounts of epi were given. Eventually the patient stabilized. The s3 valve position looked well seated with no central leak and no paravalvular leak. The devices were removed. The patient was transferred to ICU in stable condition. When the physicians reviewed the images, it was observed that the perforation was already there prior to valve deployment.